Event description:
Although the pacemaker was correctly programmed, the pt data file has not been created on the programmer.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.